Manufacturer narrative:
Examination of the submitted device confirmed breakage and damage. The overall condition of the device suggests moderate usage. The root cause is attributed to rough handling and possible misuse. Based on the determination of rough handling and possible misuse as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One trial insert is cracked and the other one is completely broken into two pieces.